Event description:
It was reported that two days after implant of the implantable pulse generator (ipg) the patient experienced bradycardia with syncope. The potential cause of the reported low heart rate was that the device was programmed incorrectly. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. The patient is part of the surescan pas clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri (x's 2) implantable pacing lead (B)(6) 2013. (B)(4).